Manufacturer narrative:
Customer stated that their cleaning method may not have cleaned the treatment area sufficiently. The manual states "treatment area should be free of makeup, lotions, deodorants or oils." An on site evaluation of the laser was performed. The device met performance specifications.

Event description:
Pt had a blister manifest burn on face which required medical intervention to remove scab. Customer stated that they used 90% alcohol instead of 70% to clean the face prior to treatment as suggested in the product labeling.